Event description:
I've experienced chronic pain and complications for the past two years caused by an abdominal hernia repair with mesh. I recently had the surgical mesh, permanent sutures, and excessive scar tissue removed. My hernia was recently repaired using dissolvable sutures. The mesh has caused permanent damage and my stomach will never be the same. Event abated after use stopped: yes.